Manufacturer narrative:
Continuation of d10: product ID: hh90t01, lot#serial#: (B)(6), product type: mobile platform, product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were having problems with their controller/handset. The patient stated that they were trying to do the tutorial thing, and they must have done something wrong because now when they go to push the button to turn it on it says alert connect, connection interrupted, service code 338 (connection interrupted). The agent walked the patient through restarting the handset; resetting the communicator; and walked the patient through closing all apps after a bolus and advised that this is a common issue. The patient stated that it takes forever to connect from 90-100. The agent again reviewed. During the call, the patient continued to say that they liked their old ptm (personal therapy manager) much better. The issue was not resolved through troubleshooting. The patient stated it will say connecting to pump and just starts over twice before even connecting. A replacement handset was requested from the repair department because the patient was having a hard time connecting. No patient injury reported.